Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at a patient device follow-up evaluation the calculated remaining battery longevity for the implantable pulse generator (ipg) was presented as equal to two months. It was further reported that when the patient returned for another check two days later the remaining battery longevity was presented as equal to ten months. The physician performed a device test, did not change any parameters and before session closing checked the longevity which was then presenting as equal to 2.5 years. It was noted that between the device follow-up checks the software in the programmer had been upgraded and a review of additional information received indicated that this programmer update corrected an issue with programmer calculations of expected remaining battery longevity in this model of ipg. Both the programmer and the ipg remain in use and the patient was scheduled for additional follow-up evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported via follow-up that the patient did not come in for their scheduled device follow-up appointment.